Event description:
It was reported that the patient felt dropped beats exhibiting upper rate behavior. The device was reprogrammed to dual chamber fixed rate (ddd) and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.